Manufacturer narrative:
Additional fields: e1(event site postal code: (B)(6)). It was reported that during the treatment of a very severe patient the cardiosave intra aortic balloon pump (iabp) ECG cable turned out to be faulty. Customer stated that complained set of cables (5-lead ECG cables) was connected to the patient from the moment of counter pulsation. We had a problem with the ECG recording, the signal suddenly disappeared, the electrodes were replaced - the recording was not obtained. A getinge field service engineer (fse) was dispatched to evaluate the cardiosave intra-aortic balloon pump (iabp) unit. The fse found issue on arrival, replaced the ECG cable (d012-00-1814-02). Functional testing, and safety testing all passed per factory specifications. Device returned to customer for clinical use. Patient involvement was there. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number 0012-00-1814-02 with a reported unit failure of a bad ECG cable due to no ECG signal being received to the pump. The fat performed a visual inspection and found the part to be in good condition. Fat tested the continuity on each of the cable leads with all of them being bad. This would cause the ECG signal to no go through. Fat was able to verify the reported failure of the part. No root cause able to be defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer reported the ECG cable d012-00-1814-02 delivered in november 2023 turned out to be faulty: "we couldn't get any ECG on the pump - this was during the treatment of a very severe patient". There was no patient harm.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer reported the ECG cable d012-00-1814-02 delivered in (B)(6) 2023 turned out to be faulty: "we couldn't get any ECG on the pump - this was during the treatment of a very severe patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.